Event description:
J-tube had split and broken off near the insertion site while nurse was flushing it. About 1/4 of an inch remained outside of patient's body. The remaining amount clamped with hemostats until md could remove the tube. Plan made for surgeon to replace the tube.